Event description:
A malfunction alarm with code malf 24 was reported, and additional details indicated that the fault ID 0x2219 was available. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was under warranty, and the resolution involved cts arranging for a pump replacement. No backup therapy was currently available, and the customer planned to consult a healthcare provider. Communication challenges were encountered during the replacement process, necessitating assistance from csa (B)(6).